Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during normal follow-up the patient presented with an occluded contralateral limb (exact date is unknown). The patient discontinued use of plavix pre case and was not re-started on plavix. The limb appeared to be occluded due to thrombus. No intervention was done or planned. The patient will be monitored. No additional clinical sequelae were reported.